Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that approximately one week post implant the stent graft occluded and the patient was taken for emergency surgery and another procedure was performed. No further information was provided. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the patient initially presented with peripheral vascular disease, aortic iliac occlusive disease, and a saccular abdominal aortic aneurysm and was subsequently treated with an endurant stent graft system for the saccular abdominal aortic aneurysm. The distal aorta was tight/small in diameter (exact size is unknown). It was reported that the occlusion was on the ipsilateral limb starting at the native aortic bifurcation. The physician performed a thrombectomy and placed a balloon expandable stent within the stent graft and the blood flow was restored. The physician stated that the patient has occlusive artery disease. The patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion). Lack of information (unknown cause of occlusion). Evaluation, conclusion: lack of information (unknown cause of occlusion).

Manufacturer narrative:
Evaluation, results - patient's condition affected effectiveness of device (tight/small distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tight/small distal aorta).